Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to over 600 mg/dl. Reportedly, the cause of the impacted bg levels were unknown. During a system check with tandem technical support, it was confirmed that the pump was functioning as intended. Customer addressed impacted bg levels with a corrective bolus and with manual injections.